Event description:
It was reported that the patient experienced a non-serious adverse event of scalp erythema with mild severity. The patient was given medication and the event resolved. It was also stated that there was no sign of infection. The relationship to the procedure and the device was reported to be probable.

Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: product family: dbs-linear leads, upn: m365db220330c0, model: db-2203-30c, serial: (B)(6), batch: 5000355.

Event description:
It was reported that the patient experienced a non-serious adverse event of scalp erythema with mild severity. The patient was given medication and the event resolved. It was also stated that there was no sign of infection. The relationship to the procedure and the device was reported to be probable. Additional information was provided that the patient was given over the counter medication.

Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: product family: dbs-linear leads upn: m365db220330c0 model: db-2203-30c serial: (B)(6) batch: 5000355 product family: dbs-extension upn: m365db321655c0 model: db-3216-55c serial:(B)(6) and 5000249 batch: 5000189 and 5000249

Event description:
It was reported that the patient experienced a non-serious adverse event of scalp erythema with mild severity. The patient was given medication and the event resolved. It was also stated that there was no sign of infection. The relationship to the procedure and the device was reported to be probable. Additional information was provided that the patient was given over the counter medication. Additional information was received stating that the relationship of the event to the lead extensions was reported as probable, and the relationship to the leads was updated to not related.